Event description:
A report was received in 08/2001 that a memorylens which had been implanted in a pt's right eye in 2000 had developed a "diffuse punctate film on iol surface with several small clear windows". This was noted at the pt's exam 4 months later in 2000, when the surgeon performed a secondary surgical. Intervention, using a yag laser to try to clean the anterior lens surface. The cornea was noted as cloudy in 2/2001. The pt's visual acuity six months later at an exam was 20/80 -2. The pt has a medical history of glaucoma and dry eye, and is currently being treated with a steriod, econopred 1%. The surgeon feels this incident is lens related, and the pt's prognosis was noted as "fair - may need lens exchange".